Manufacturer narrative:
Please note the correction made to the h6 (device , results, conclusion and clinical signs code): the reported event was confirmed based on available medical record and health care expert¿s opinion the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed- ¿prominent signs of subsidence and cyst formation of the tibial tray. Signs of loosening. Less prominent at the talar side (more difficult to assess because of artifacts. Status after subtalar arthrodesis, healed well, hardware removed.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by presence of cyst that resulted in migration of tibial tray. On the other hand available cts are not sufficient to analyze the talar component due to presence artifacts. Hence, more detailed information about the talar component, radiographs as well as the affected device must be available in order to determine the root cause. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
There is an upcoming revision surgery. The patient has cavities in the tibia and talus as well as an existing total ankle implant.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
There is an upcoming revision surgery. The patient has cavities in the tibia and talus as well as an existing total ankle implant.